Event description:
Septic knee infection, sepsis. Information was received in 2003 from a medical technician who reported a patient was hospitalized in 2003 for an unspecified reaction after receiving synvisc injections in the left knee. The patient was administered synvisc injections that month and the one before. In 2003 additional information was received from the treating physician. Following the second synvisc injection the patient experienced symptoms of "hot knee" with pain and effusion. The following day the physician removed 120cc of fluid from the patient's left knee. The contents of the fluid was a group a strep. The day after that, the patient was admitted to the hospital intensive care unit for sepsis. The patient's blood cultures were "positive" (lab results are not provided) and the patient underwent arthrocentesis (fluid results not provided). The patient is currently being treated with IV therapy (type unknown). The patient is allergic to some antibiotics and is not receiving antibiotics for which they are allergic. At the time this adverse event information was received the patient remains hospitalized.